Event description:
The facility's biomed reported an infusion pump with an 810:11 failure code. The biomed reported to baxter customer service that there was no report of pt injury or medical intervention and have no record of pt injury or medical intervention and have no record of any pt incident involving the pump since the last baxter service event. The biomed also stated this failure did not occur during pt use. Info was requested but details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved, tubing product code, infusion rate or the set up of the infusion device.